Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported that the patient was re-directed to their healthcare provider (hcp) to address the long recharge times. The patient reported that the cause was the battery. The patient reported that the steps taken to resolve the issue was performing a reset. The patient reported that this issue has not been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that information was received from a patient's representative regarding an external device. The reason for call was the patient (pt) got the message system problem rm03. Resetting the controller resolved the issue. No symptoms were reported. A replacement recharger (rtm) was sent to the patient. Additional information was received from a patient's representative (pt rep.) Regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they had received the recharger (rtm) and controller replacement, but the pt would still spend 3 and a half hour hours charging the ins. The pt rep. Confirmed the pt didn't have any recent falls. Pt rep. Noted the pt had their stimulation always on when charging the ins. Pt rep. Mentioned they met with a manufacturer representative (rep) and "reset" the ins so the pt's settings were at 5 and 4. Patient services specialist (pss) reviewed rtm placement when charging the ins. The pt initiated a charge session with their ins with excellent recharge quality. Patient services (pss) confirmed the pt was at the highest (4) ins charge speed. Pss reviewed ins battery depletion was dependent on ins settings and usage and could affect the ins charge times when the stimulation was turned on. Pss re-directed the pt to their healthcare provider (hcp) to address the issue.